Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was either attempted to be implanted or implanted. The patient was reported to have passed away and there is no additional information available.